Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charge and boot test was performed and the receiver would not power on. Functional testing and receiver data download could not be performed due to the receiver not powering on. The receiver case was cut opened for further hardware inspection. A speaker resistance test was performed and revealed speaker resistance of 0.66 m ohms, should be ~ 8 ohms. The customer complaint of no audio output was confirmed. The root cause was determined to be a defective speaker.